Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen, the device was difficult to unload. The needle was jammed closed. The device was outside of the patient. The "bunny ears" were all the way up. The handle would not release or open. Both the doctor and technician tried to open many times to remove the needle and load new stitch. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.